Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify not done". The patient's medical history included obesity. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) since 2012 and levonorgestrel (mirena) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"), 2 months 21 days after insertion of essure. In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rash ("rashes or skin conditions type: rashes"), sensitive skin ("rashes or skin conditions type: inflamed and sensitive skin,"), dermatitis ("rashes or skin conditions type: inflamed and sensitive skin,") and pain in extremity ("leg pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, sensitive skin, dermatitis, migraine, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge and alopecia had resolved and the headache and pain in extremity was resolving. The reporter considered allergy to metals, alopecia, dermatitis, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pain in extremity, pelvic pain, rash, sensitive skin, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received reporter information was added. Case become incident injury nos replaced by new event was added pelvic pain female, vaginal bleeding, menorrhagia, rashes, sensitive skin, inflamed skin, nickel allergy, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, hair loss, leg pain, device monitoring procedure not performed. Severity added pelvic pain female and leg pain. Outcome added pelvic pain female, vaginal bleeding, menorrhagia, rashes, sensitive skin, inflamed skin, nickel allergy, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, hair loss, leg pain, concomitant drugs added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.